Manufacturer narrative:
The last calibration performed on (B)(6)2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The complained sample was found to have a clot in it after it had been refrigerated 48 hours after initial testing. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc2 vancomycin on a cobas 6000 c (501) module. The sample initially resulted in a vancomycin value of 68.2 ug/ml and this value was reported outside of the laboratory. The pharmacy believed the initial value was unlikely for the patient. The sample was repeated twice on (B)(6) 2021, resulting in values of 16.8 ug/ml accompanied by a data flag and 15.5 ug/ml accompanied by a data flag. The 16.8 ug/ml value was deemed to be correct. The vancomycin reagent lot number was 551341. The reagent expiration date was requested, but not provided.